Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) was showing an out of specification rate when being tested. The unit was set to a rate of eighty, but the analyzer read at fifty two. The caller was advised of options to replace the epg. The current status of the unit is unknown. There was no patient involvement.

Manufacturer narrative:
Product event summary: manufacturer¿s analysis could not confirm the customer comment that the external pulse generator (epg) was showing an out-of-specification rate. Due to trade-in policy, the device was scrapped. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg would not calibrate. The epg has been returned for trade-in credit.